Event description:
As reported, it was noted that a 6f -7f mynxgrip vascular closure device ruptured when the device was brought back. The balloon lost pressure upon inflation, prior to 2nd stop. The device was removed when the balloon lost pressure inside of the patient , and manual compression was held. There was no reported patient injury. The device was properly prepped according to the instructions for use. The deployer was mynx trained. The balloon did not lose pressure during prep. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage in distal end of the sheath after removal. The femoral arteries were suitability verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The device will be returned for evaluation.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, it was noted that a 6f -7f mynxgrip vascular closure device ruptured when the device was brought back. The balloon lost pressure upon inflation, prior to the 2nd stop. The device was removed when the balloon lost pressure inside of the patient, and manual compression was held. There was no reported patient injury. The device was properly prepped according to the instructions for use. The deployer was mynx trained. The balloon did not lose pressure during prep. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage in distal end of the sheath after removal. The femoral arteries were suitability verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The product was not returned for analysis. A product history record (phr) review of lot f2200802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Based on the available information, it is impossible to determine what factors may have contributed to the reported event. Vessel characteristics may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.